Event description:
This facility experienced skin issued on pts using vdbh over a one week period. One pt complained of itching only, and the pad was promptly removed. The skin issues ranged from skin itching and redness (approx 5 pts), in which the statlock pad was immediately removed, to blistering (approx 5 pts), and one case of "cellulitis". The area affected was in the shape of the statlock pad, but no irritation was observed on the area covered by the hydrocolloid adhesive. The pt's skin with "cellulitis," their skin was hard, crusty and red. This pt was admitted to hosp for treatment with antibiotics and released much improved the next day.